Event description:
During a hysterectomy procedure, the suture broke. The surgeon applied another product without pt injury.

Manufacturer narrative:
6/16/97-supplemental report #1 submitted to FDA. The product was not returned to the MFR for evaluation.